Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. For a trained user, changing from the autopulse to manual CPR can be made quickly, and the patient's outcome should not be negatively impacted when compared to standard of care manual CPR. Patient was not revived by manual CPR. Ohca is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4)) was used on a patient in cardiac arrest and performed compression for approximately 1 minute and displayed a system error, out of service, revert to manual CPR message. The user restarted the platform; however, was unable to clear the error message. Following this, manual CPR was immediately performed. The length of delay was not specified. Additional information stated that the patient subsequently expired. Follow up attempts have been made to obtain further information regarding the patient outcome, no further information received at this time.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the drive train motor brake gap assembly was out of specification and needs to be replaced to remedy the fault. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the load plate cover was observed damaged. Following the service and repair, the autopulse was subjected to the run in test using 95% patient large resuscitation test fixture and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).